Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) h11. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) fibre optics did not work, the fibre optic board was broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b3, b4, d9 (device available for eval), e1 (initial reporter, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. The fault was not discovered by fse and the unit was already in workshop with a note stating "needed a new fiber optic board". The fse requested the repair as unit was in workshop already with no service job raised. The fiber optic board was replaced and the unit has been returned to use since 2024. All functional and safety test were performed and passed.